Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire detachment and patient complications occurred. The patient presented with an acute myocardial infarction. The 100% stenosed target lesion was located in the proximal right coronary artery (rca). During advancement of the kinetix straight 185cm guide wire to the lesion, the physician torqued it and a portion of the guide wire detached. Approximately 1.5cm of the guide wire remained near the proximal rca. The physician advanced a non-bsc guide wire and a snare in attempts to retrieve the guide wire fragment, however, this was unsuccessful. The patient experienced ventricular fibrillation several times during these attempts and the patient's condition worsened. The guide wire fragment embolized and became stuck near the iliac artery. The lesion was treated with placement of 4 non-bsc stents. The patient was unconscious for 2-3 days post procedure and experienced brain damage due to the ventricular fibrillation however, the patient regained consciousness. Approximately 3-4 days after the patient regained consciousness, a procedure was performed to retrieve the guide wire fragment. Patient condition is reported as stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a guide wire detachment and patient complications occurred. The patient presented with an acute myocardial infarction. The 100% stenosed target lesion was located in the proximal right coronary artery (rca). During advancement of the kinetix straight 185cm guide wire to the lesion, the physician torqued it and a portion of the guide wire detached. Approximately 1.5cm of the guide wire remained near the proximal rca. The physician advanced a non-bsc guide wire and a snare in attempts to retrieve the guide wire fragment, however this was unsuccessful. The patient experienced ventricular fibrillation several times during these attempts and the patients' condition worsened. The guide wire fragment embolized and became stuck near the iliac artery. The lesion was treated with placement of 4 non-bsc stents. The patient was unconscious for 2-3 days post procedure and experienced brain damage due to the ventricular fibrillation however, the patient regained consciousness. Approximately 3-4 days after the patient regained consciousness a procedure was performed to retrieve the guide wire fragment. Patient condition is reported as stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the vessel was moderately tortuous.

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the kinetix guide wire was received in two pieces. The corewire and high torque sleeve (hts) were fractured. The distal tip measured 2.5cm long from the tip to the proximal end of the shaping ribbon. The proximal portion of the device measured 15.9cm long from the corewire/hts fracture to the adhesive proximal ramp. Magnified inspection of the fractured end of the hts presented evidence of a ductile overload fracture. The corewire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. Numerous kinks were located on the proximal end of the guidewire. There was no evidence of any material or manufacturing deficiencies contributing to the fractures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).